Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that the patient had complaints of drug withdrawal symptoms with increased pain and nausea. The patient was concerned that their pump was empty. The hcp was unsure if the pump was alarming or not. The symptoms occurred suddenly beginning on (B)(6) 2017. The patient had reportedly been transferred from one hospital to the hcp's hospital, where the patient's family reported to the hcp that the patient was somewhat lethargic. The patient was diagnosed with a uti which was treated with antibiotics. The patient's lethargy improved following treatment, however it was noted that the patient reportedly had "other issues" as well. No further complications were reported.